Manufacturer narrative:
Based on the information available, the root cause of the reported event could not be determined. In the physician¿s opinion the most likely cause of the iol damage is loading error.

Event description:
It has been reported that the intraocular lens haptic broke apart upon insertion into the patient's right eye. The capsular bag was damaged, there was vitreous fluid loss, and a vitrectomy was performed. Two days post implant the lens was removed and replaced successfully with another lens model. In the physician's opinion, the most likely cause of the iol damage was "loading error". Additional information has been requested, but has not been received.

Manufacturer narrative:
The lens was returned and the visual inspection found that only half of the lens was returned. The other half of the lens was not returned. The optic has been cut in half. One haptic is attached and it is bent. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event cannot be determined.